Event description:
According to the report the clinic detected that some channels of the implant have now become 'hi'. The implant was checked out by a med-el clinical engineer and he confirmed that some channels were hi and that there was a short circuit. It appears that the active electrode array is under mechanical stress.